Event description:
Customer called to report the insulin pump had a blank display screen. Blood glucose reading was unknown at the time of the call. The customer stated that the keys on the insulin pump were unresponsive. Customer removed the battery and the display did not return when the battery was reinserted. Troubleshooting was performed and no anomalies were noted. The display remained blank when a new battery was inserted. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with blank display problem isolated to lcd board. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and battery tube threads.